Event description:
It was reported that a person using the ilet experienced hyperglycemia, with dexcom g7 showing high and a confirmatory glucometer value of 386 mg/dl for approximately 40 minutes while using a teflon inset 23 in infusion set on the abdomen; the user stated they ate three homemade cookies and did not announce the meal, which they attributed as the cause of the high glucose. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no hospitalization and no emergency care. Investigation included complaint intake, review of user-reported history, and product-use troubleshooting and education focused on meal announcements. Investigation of this case revealed user-related use error consistent with a missed meal announcement, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal entry.